Event description:
It was reported that the device was contaminated. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use. During unpacking, the package was observed contaminated. However, it was further reported that sterility of the device compromised. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual inspection revealed that no packaging accessories were received. The unit returned appeared to be in good conditions.

Event description:
It was reported that sterility of the device was compromised. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use. During unpacking, the package was observed contaminated. The procedure was completed with a different device. No patient complications were reported and patient status was stable.